Manufacturer narrative:
Exact date unknown, event occurred (B)(6) 2021.

Event description:
It was reported that the patients ipg was no longer charging. The patient underwent an ipg replacement procedure and was doing well post-operatively. The explanted ipg was not returned.